Event description:
It was reported by the patient that the needle did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. The cannula was bent when removed from the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The device completed first and second primes in an expected number of pulses. No damages were observed to the needle mechanism that would prevent the needle from deploying. The needle mechanism was reset, and it redeployed as intended. Although the device was received fully deployed and no damages were observed that would hinder the needle's deployment, it cannot be conclusively determined that the device operated as intended. No bends nor kinks were observed to the soft cannula. No damages were observed to the fluid path nor needle mechanism that would affect the cannula's ability to insert. The cause of this event could not be determined.